Event description:
It was reported that there was an issue with the product nk1043t - corehip var cementless 12/14 size 3. According to the complaint description, implantation occurred on (B)(6) 2025. Postoperatively a femoral fracture was observed; it may have possibly occurred during the original surgery and had not happened during rehabilitation. Revision surgery was performed on (B)(6) 2025 and the implant was replaced with non-aesculap product. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Update: the surgeon stated that the fracture was not caused by product failure, but by the technical error of the surgeon.

Manufacturer narrative:
Additional information/correction: b5 - description updated according to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3,, this event is considered no longer reportable for the following reasons: - no serious public health threat / falsified device - no serious incident.